Manufacturer narrative:
(B)(4). Date sent: 4/9/2024 b3: unknown; captured as awareness date photo analysis: the file had 12 pictures submitted for evaluation. Based on limited information, the dog underwent a right hemilaminectomy at t13-l2. The photos were taken on different dates after the surgery, with the photos labeled lily 6-8 and 11 appearing to have been taken earlier than the others. A large semi-elliptical skin lesion can be seen below one end of the incision line, but its upper edge also intersects diagonally with the end of the incision line. Most of the skin lesion in the affected area is brown and may be second to third degree skin burn. On all other photos, the skin damage is still clearly visible but shows some degree of healing. Judging from the skin lesion with sharp edges and special shape that spans the incision line, it is likely that the skin injury occurred after the incision line was closed rather than during the surgery. A photo of an animal's back taken on an unknown date post-op was evaluated. The right back and side were shaved, with a top-down incision line visible. There is a brown skin lesion in the lower part of the shaved area with a clear upper edge passing through/covering the lower part of the incision. The skin lesions appear to be in the healing phase and are not typical of burn injuries. There is also redness seen along the incision line. No conclusion could be reached as to how this issue occurred through photo analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. · if no, why not? Is there any damage(s) noted on the pad? · if yes, where are they and what is the description of the damage(s)? Are there photos that can be shared of the pad? · if yes, please send to productcomplaint1@its.jnj.com what is the serial number of the pad? How long has the account been using mega soft? Does the surgeon believe there is an alleged deficiency to the pad that led to patient burn and if so why? When were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) · first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters · second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful · third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn (such as salve or stitches)? Was the reported issue at the pad site or alternate site? Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? What was the surgical procedure? What was the surgical procedure date? How long did the surgical procedure last? What cleaner or disinfectant (brand name or active ingredients) was used to clean the pad? Was the pad rinsed with water and let dry before this surgical procedure? How was the patient positioned? Is it possible the patient was in contact with a metal portion of the or table? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad (ex. Sheet, drape, etc.)? Were there liquids used in prep? What skin preparation regiment was utilized for the procedure? Was urine or other fluids detected in the field after surgery? Was there any patient warming blankets used? · if yes, what warming device and/or blankets were used and what is the location in relation to the patient? What temperature setting was used on the warming device(s)? What generator was being used? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? What monopolar disposables were used during the procedure? What is the age of the patient? If the age of the patient is not known, is the patient an adult or cub? Additional information received: neurology began to show him wounds that they were identifying post op (couple days later) ask him how to manage and he didn¿t think anything of it and just help wound management. These wounds are only in neurology or similar. Debrided some wounds surgically. Biopsied tissue. Thermal necrosis. Adjacent to incision. They treat the incision with icing after. Dr told them to stop icing and seemed to resolve but it happened again. Dr realized around case 4 or 5 that there is a protocol or device issue (either something intra op with neuro). Certain sub population of patients so he couldn¿t tie in equipment at first. Prep and operate the same. Same room, same staff. Post op same area. Similarities about wound, healing and positioning of patient. Happening in 2 specific ors. Metal table used with 2 different megasoft pads. Cleaning device, positioning not changed. Adding sheet between metal table and device itself. Did not use bed linen, used large drape. Another burn occurred. Using device for several year. Same protocol and cleaning. Does not seem to be human error. Metal table. Table itself is standardized vet type table. Not carbon fiber. Set up: metal table, bullfrog drape between table and anything going on next drape covers table warming water circulating blanket not electromagnetic. Megadyne pad should not touch actual table (metal). Paid more attention to this recently. Bear hugger placed between megadyne pad and patient .warm air device to keep patients warm. Patient should have no contact with megadyne pad. Standard retractor noting contact with device. Reusable bipolar pencils used frequently. Same cable and pencils being used. No breaks in wire insulation. Do not put cables through towel clamps and the neuro does. Saline applied used but no all over surgical field. These wounds are extending passed draped area. Burns occur outside of exposed surgical area (outside draped field as well). Neuro cases are not using neuro monitors. These dogs all have mris before hand. With the gelpies they stay in place not held. Dr. Does not think its related to gelpies burns much larger .cables usually come from cranial aspect of pt towards surgical field. Burns are more on other side of cables not near cables over drapes and on top of patient. Only other thing in field towel clamps. Their pads are older . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure for a canine that once finished with an animal procedure it was noticed the patient experienced a burn on their side. Treatment of the burn was not provided to the sales rep.